Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with guidance from technical support, but screen remained unresponsive, so customer planned to use multiple daily injections as backup therapy while a warranty replacement pump was arranged; customer was instructed to place pump in storage mode before return, reenter pump settings, reconnect continuous glucose monitor on replacement pump, and return problematic pump using provided shipping label.